Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of event poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.

Manufacturer narrative:
Device evaluation: the device was evaluated with no problem found.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of event poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.